Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the hospital for an unrelated surgery, the right ventricular lead had perforated the myocardium. Lead repositioning was attempted but did not result in stable capture and sensing measurements. The lead was capped and replaced. No further information is available.